Event description:
In an article titled "vertebroplasty and kyphoplasty under local anesthesia: review of 91 patients", the following was reported: one patient where cement leakage was observed into the epidural space. This patient immediately underwent an open operation and decompression and stabilization were performed. During the follow-up period, we determined 12 new adjacent vertebrae fractures (10.7%). No additional information was reported.

Manufacturer narrative:
Report source: article titled "vertebroplasty and kyphoplasty under local anesthesia: review of 91 patients", by sedat cagli, hasan serdar isik, mehmet zileli. Method - device not returned; follow-up performed. Reference: 2953769-2010-00573.